Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 the following findings: during investigation, at the time of investigation all keys responded. No intermittent or unresponsive keys were observed. Evidence of moisture corrosion was found in battery compartment and internal on pcb components and keypad flex connector animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 24-sep-2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.